Manufacturer narrative:
The medwatch report mw5149726 did not provide initial reporter information, serial number, or user facility name/address. Steris is not the manufacturer of the device subject of medwatch mw5149726. Steris has notified the manufacturer, evoqua, to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. A follow-up MDR will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch mw5149726 that the dialysate solution was utilized to treat the incorrect patient for approximately 10 minutes. The intended patient experienced a delay in procedure. Further, the user had mixed the dialysate solution by hand per the prescriber's order, but there was no verification of the correct values.